Manufacturer narrative:
Event date: (B)(6) 2009. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported by the patient that post a stenting treatment procedure, an allergic reaction occurred. A 24x4.0mm veriflex stent was implanted and after a month, the patient developed a rash on her arm. The patient also reported that the hair on her forearm is not growing. No additional patient complications were reported.